Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch mkh556-m8205 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiac procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened when sewing in the surgery of cardiac operation. Changed another one to complete the surgery. There is no adverse patient consequence reported. No additional information could be provided.